Manufacturer narrative:
The device was manufactured at one of the following facilities: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a low drain volume alarm during use with a homechoice cassette. This occurred during drain three of four of peritoneal dialysis therapy. The patient was connected at the time of the event. It was further reported that there were bubbles in the supply line, heater bag and drain line. Renal therapy services (rts) assisted the patient with ending therapy and advised to start over with new supplies. Rts advised the patient to contact their peritoneal dialysis registered nurse (pdrn) regarding the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.